Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was not working properly and it was difficult to charge due to ipg position. During revision surgery on (B)(6) 2012, the physician decided to explant her entire scs system due to signs of infection at the ipg pocket site. Patient was treated with antibiotics. She is working with her physician to determine the next course of action.